Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from that the connection pins of port 1 of the controller unit were damaged making it impossible to connect the battery. The controller was exchanged with no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a bent pin in power port 1. The bent pin inside the controller port 1 connector prevents a proper electrical connection when a power source is connected. An internal investigation has been opened to evaluate these types of issues. Additionally, the controller failed functional testing due to the absence of a no power alarm when both power sources were removed from the controller. The most likely root cause of the absence of a no power alarm can be attributed to a leaking, corroded nimh internal battery. An internal investigation has been opened to also evaluate these types of issues. The most likely root cause of the bent pin can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.